Event description:
Reported as doctor was unable to access the port. The patient obtained no restriction and had a traumatic first fill. The port flipped on x-ray and it was not accessible. The port was removed and the connection was checked. Weeping saline was observed coming from the center of the septum during the removal of the device.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 20/apr/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicated leakage from the access port. This breakage may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."